Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement power supply shipped to site 09/01/2015. 09/03/2015 a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative replaced the cord on the navigation system and it was working fine with no flickering. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that the monitor screen of their navigation system was flickering. The medtronic representative was unable to reproduce the behavior when on-site. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. The monitor was connected to a test system for a multi-day burn-in test. The image remained normal during all testing. The image did not go blank during testing. Although the bios was outdated, the device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A replacement monitor was shipped to the site to resolve the issue.